Event description:
It was reported that during a t2 tibial nail surgery, the drill bit broke while the surgeon was drilling the distal ap hole of the nail. It was also reported that an additional incision in the bone was required to remove the broken drill bit. It was further reported that there was a delay of 30 to 40 minutes as a result of this event, the procedure was completed successfully.

Event description:
It was reported that during a t2 tibial nail surgery, the drill bit broke while the surgeon was drilling the distal ap hole of the nail. It was also reported that an additional incision in the bone was required to remove the broken drill bit. It was further reported that there was a delay of 30 to 40 minutes as a result of this event, the procedure was completed successfully.

Manufacturer narrative:
The drill bit subject to this investigation was returned to the manufacturer for evaluation. It was visually confirmed that the bur was broken along the cutting edge. The returned drill bit was measured where possible and all critical specifications were met. The investigation is ongoing, a follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
Investigation results indicates excessive force was used on the device. The product label has a symbol that specifies: ¿do not use excessive force" and the verbiage "warning: do not use excessive force." The quality investigation is complete.